Event description:
Customer reported that on (B)(6) 2014 he noticed his adc blood glucose meter's middle section of the display screen was missing. Customer further reported that due to this he "got sick", was "injured" and self-treated with a glucagon injection. The customer declined to provide any additional information about his medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.